Event description:
New 16fr silicone catheter was inserted on 2/10/97. Rn was paged on 2/11/97 that pt had pain and no urine output for last 2 hrs. Rn went to home and there was no return when rn attempted to deflate bulb. Catheter was removed. Bulb was empty and torn, as if it had burst while in the pt. New latex 18fr catheter was inserted with minimal discomfort to pt.